Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: when the scrub nurse inserted the battery properly, the green indication light came on and it worked well. After adapter was assembled to the idrive body, the green indication light also came on and it worked well. However, when the scrub nurse assembled cartridge to the idrive and the surgeon pressed the green button and tried to fire, it suddenly stopped and showed a blue signal. The surgeon and scrub nurse tried again with the new cartridge but the same situation happened. Therefore, the surgeon used another idrive. There was no patient involvement.